Event description:
During device follow-up, the patient reported two shocks while exercising. Upon interrogation, a warning message reported low shock impedance during shock. Preliminary analysis confirmed the two shocks were not delivered because of an overload condition. The device was implanted with an isoline2cr6/s2cr606377 lead. All other data stored in device memory were normal, and no anomaly was identified during follow-up tests.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.